Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both screws had artifact debris. The screws at s1 could not be locked due to the angulation of the l5-s1 disc was so deep in the pelvis. The debris was removed from the patient using forceps. The first screw that was implanted into the patient had the artifact removed. The screw could not be removed and replaced with a different screw. The second screw was inserted, but it was cross threaded. The debris was removed from the patient using forceps. The second screw was removed and replaced with a new screw. No additional information is available at this time. Device will be returned for investigation. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: screw was received with major diameter of conical thread crushed as if it was cross-threaded and there is visual deformation to the 3.5 hex drive area with nicks and scratches on face. All described nonconformities are post manufacturing. Conical thread cannot be measured because of damage, complaint is confirmed that the conical threads are deformed on returned part, but from a manufacturing perspective, the complaint is unconfirmed. Technique guide indicates that drill guides are to be used so that there is correct angulations from plate to screw, and it was not indicated that this technique was followed. This technique step minimizes potential for cross-threading. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.